Event description:
Malaise due to a defective novopen 4 [device malfunction]. Her blood sugar raised very high and the ambulance had been called. [Blood glucose increased]. Case description: does the incident represent a serious public health threat? No. This spontaneous report received from (B)(6) reported by a pharmacist as "malaise due to defective novopen 4" and "blood sugar raised", it concerns a female pt (age unk), treated with novopen 4 (insulin delivery device) (start and stop date unk) for device therapy. Pt's height: not reported. Medical history: not reported. On an unk date, the pt experienced malaise due to a defective novopen 4. It was impossible to inject the novopen 4. The pt's blood sugar rose very high and an ambulance was called. Action taken to novopen 4 was not reported. The overall outcome was reported as unk. Investigation results: visual and functional examinations were performed. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without any problems. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temp fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Visual and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During test of the device it has not been possible to detect any irregularities. Final comment from the MFR: (B)(6) 2013: pen was returned to novo nordisk a/s for investigations, however, the pen was found to be working according to the specifications. In addition no info on pt handling was available in the case and it is thus not possible to elucidate a clear root cause for the experienced adverse event or find cases similar to argus case (B)(4).

Manufacturer narrative:
Name: novopen 4 blue, batch number: bug0130, (B)(4): visual and functional examinations were performed. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without observing any problems. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the needle immediately after each injection and store the device without a needle attached. Otherwise, temp fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. (B)(4): visual and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During test of the device it has not been possible to detect any irregularities.